Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (acc tnl) result, from one pt sample, that was generated by the unicel dxl 800 access immunoassay system instrument. The elevated accu tnl result was 0.69 ng/ml (above the ami cut-off). The result was not reproted out of lab. The sample was rerun using another instrument and the accu tnl result of 0.05 ng/ml was obtained. The customer indicated that the sample was not re-centrifuged prior to the repeat testing. The result was reported out of lab. No additional info regaridng this event is provided.